Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the customer received the following results on the aviva system within 10 minutes: 29.0 mmol/l, 7.8 mmol/l, 24.0 mmol/l, and 11.0 mmol/l. No adverse event reported. Return of the suspect device was requested for evaluation.

Manufacturer narrative:
Device received in a condition which made analysis impossible. Unable to test because the test strips had expired by the time the strips were returned to the manufacturer.